Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01344. It was reported that during a coronary drug eluting stenting treatment procedure, slow flow and plaque shift occurred. Stenosis was confirmed in the proximal and distal left circumflex (lcx) artery (a non study target vessel). Three days later treatment placed an unspecified taxus liberte stent in the 75% stenosed, 2.75x20mm lesion located in the proximal lcx and an unspecified taxus liberte stent in the 90% stenosed, 2.5x20mm lesion located in the distal lcx, each resulting in 0% residual stenosis. The patient showed no ischemic symptoms, however while utilizing angiography during the procedure a slow flow event occurred which was resolved with use of heparin and sigmart. It was also noted that a plaque shift from 25% to 50% stenosis occurred in the 1st obtuse marginal branch after the taxus liberte stents were placed. An attempt to advance a non bsc balloon to the lesion was made, but it was unable to cross the proximal lcx. Treatment for the 1st obtuse marginal branch was then stopped with a final timi flow of 3. Three days later, at the 6 month study follow up visit the patient showed no sign of anginal symptoms.